Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number was unknown. H4: the lot number was unknown; therefore, the expiration date, manufacturing site name and device manufacture date were unknown. Investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: functional : pairing failure. Broken (2+ pieces) : broken/fractured. Per service reports, this complaint can be confirmed. The repair of the device was however declined, and it is being placed into long term hold. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Event description:
It was reported by a healthcare professional that preoperatively to an unknown procedure on (B)(6) 2023, it was observed that the wireless foot pedal would not pair to the fms vue generator device. During in-house engineering evaluation, it was determined that the device was broken/fractured. A wired foot pedal was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.